Event description:
It was observed during the device inspection, that the resection sheath had a broken beak. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h4, h6. The device was returned to olympus for evaluation and the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunction most likely occurred due to wear and tear. However, a root cause could not be established. Olympus will continue to monitor the field performance of this device.